Event description:
Site reported trouble loading the planning file on the superdimension inreach system. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The site did not return any component of the superdimension system for eval. Based on the event description and previous investigations, a software anomaly bug was identified and resolved. Superdimension is filing this MDR in an abundance of caution due to the risk associated with multiple exposures to anesthesia.